Event description:
It was reported that during a laparoscopic cholecystectomy procedure the jaws of the device did not align correctly prior to firing the device. The device was not used on the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Jaws. The analysis results of the device found that it was received with the jaws bent making the instrument non-functional. It could not be determined what may have caused the found condition; however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.